Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous services. The review of the event history log (ehl) found a check syringe plunger sensor, pump motor drive phase b post. The reported complaint was confirmed by turning on the pump and checking the alarm history. It was verified that the syringe plunger sensor error started alarming during the self-testing. The root cause of the issue was a defective left plunger case and the dead aftermarket battery. The left plunger case was replaced. The device then passed all tests after the repairs.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'syringe plunger sensor error/pump motor drive phase b' issue. There was unknown patient involvement.